Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was not receiving insulin because the reservoir had the same amount of insulin when they filled it. The customer experienced a blood glucose level in between 500 mg/dl and 600 mg/dl six times. The customer's mother saw an air bubble in the reservoir. The insulin pump alarmed no delivery. The customer had a cold. He treated his high blood glucose level with manual injections. The device was not returned.